Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient including permanent injury, hernia recurrence and surgical intervention. The instructions-for-use supplied with the device lists recurrence of the hernia as a possible complication. A review of the manufacturing records was performed and found that the lot was manufactured to specification. This emdr represents the bard/davol perfix plug (device #2). An additional emdr was submitted to represent the bard/davol perfix plug light (device #1). Should additional information be provided, a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that on or about (B)(6) 2014, the patient underwent surgery for repair of a right inguinal hernia and a bard/davol perfix light plug, large was implanted to repair the hernia defect. On or about (B)(6) 2017, the patient underwent an additional surgery to repair a left inguinal hernia. A bard/davol perfix plug, large was implanted to repair the hernia defect. On or about (B)(6) 2019, the patient underwent an explantation of the left groin plug and patch - plug and patch repair of recurrent left inguinal hernia. It is alleged that the patient was injured severely and permanently. The patient suffered pain, disability, hospitalizations and additional surgeries. It is also alleged that the patient has suffered and will continue to suffer physical pain, chronic pain, mental anguish, psychological stress, depression, has undergone and will likely require medical treatments and other forms of care. Attorney also alleges that the device was defective.